Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot #: h833300706, implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 30-jul-2014, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-jun-27 regarding a patient receiving gablofen (2000mcg/ml at 100mcg/day) via an implanted infusion pump. The indications for use included intractable spasticity and cerebral palsy. It was reported that the patient went in on (B)(6) 2019 for a spine fusion to correct scoliosis. After the patient was cut the surgeon stated he found the catheter had broken between the spinous processes and the spine portion was irretrievable. The pump portion was sticking out of the tissue approximately 4cm. On the x-ray the spine portion was visualized still in the intrathecal space and it was not removed. A new spine portion was implanted and connected to the small portion of the catheter that was found in the back coming from the pump side. The daily dose had been set at 475mcg/day, but since it was a complete catheter fracture the surgeon assumed the patient had not been getting any intrathecal dose, so he lowered the dose to 100mcg/day. The cause was unknown. The patient's managing physician indicated that the patient did not show signs of baclofen withdrawal at any point so he was unsure of when this may have occurred. The issue was considered resolved at the time of report and the patient's status was alive - no injury. No furth ER complications were reported or anticipated.